Event description:
As reported by our brazilian affiliate, during the transapical tavr procedure, a 26mm sapien xt valve was positioned 60:40 ventricular/aortic (v/a) and deployed with a final 70:30 v/a position. A second valve was deployed with a final 60:40 v/a position, as intended. It was perceived that during the valve pre-deployment positioning, the best valve position could not be found and the valve leaflets were not fully aligned. It was reported that the coaxial alignment of the initial valve and delivery system (ds) was fair and the image intensifier angle was good. The coaxial alignment of the second valve and ds was good and the image intensifier angle was also good. The patient¿s native annulus measured 20mm x 26mm by CT (valve area of 416mm2). Mild annular calcification, mild leaflet calcification and no aortic root calcification were reported.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, in addition to procedural factors (fair coaxial alignment of the ds, valve positioning and leaflet alignment), patient factors (mild annular calcification and mild native leaflet calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.